Event description:
The customer reported having lows and passed out. The caller stated that she was unconscious and the paramedics were called. The caller indicated that she is a brittle diabetic and troubleshooting was declined. The customer stated that she has been running low for the last couple of weeks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.